Manufacturer narrative:
This product is distributed by (B)(4). It is manufactured at the site referenced. The complaint samples were not returned from the consumer. It was confirmed that the product samples will not be returned to assit with an evaluation. If and when the complaint sample (s) are received, testing and an evaluation will be performed. There were no adverse events reported. We are unable to determine a root cause or if corrective action is necessary at this time. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
It was reported that the product failed to work for two units. When replaced, the new cord worked. The reported issue was observed and occurred during actual use. The product was being used in conjunction with alarm and call system. It was the initial use, and was not modified from the original condition supplied by (B)(4).